Event description:
After brockenbrough transseptal puncture(bb) (agilis, then sl approached to left atrium (la)), and since there was no reverse blood from agilis, agilis was replaced. Then ¿lag was done and roof was penetrated¿. There was no decrease in blood pressure. Drainage was performed and the amount was 80 ml. There is a causal relationship with the product. This adverse event was discovered before use of (B)(6). Cardiac tamponade was found before any bwi catheters were inserted into the patient¿s body. Roof was perforated when the sheath was inserted into la. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).